Event description:
It was reported the xenon light source experienced no endoscope detection. The issue was found during set up before patient in room. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.